Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. Additional lot number was provided in this complaint for material number 383532. Lot # 4030914 mnf date 2024-01-30 exp date 2027-01-31 and lot # 4088963 mnf date 2024-03-28 exp date 2027-03-31.

Event description:
It was reported that bd nexiva leaked. The following information was provided by the initial reporter: our team has reported that the nexiva 22g is experiencing leaking from the clevis.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383532 and lot number 3354911. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.